Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, reservoir tube, and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during basal. The customer was able to complete the rewind sequence. Customer's blood glucose level was 89 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.